Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer received a21 alarm. No harm requiring medical intervention was reported. Troubleshooting was performed and the customer was able to clear alarm but pump rewind was not completed. The customer will discontinue using the insulin pump and will not be returned for analysis.